Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 266 mg/dl while wearing the pod symptoms reported include vomiting and nausea. Once at the hospital the patient was diagnosed with vomiting, nausea, kidney stones, and food poisoning. The patient was treated with phenergan and zofran. The patient did not receive treatment for their high blood glucose. The patient was discharged from the hospital after 12 hours.